Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/24/2017 with the following findings: a review of the black box showed multiple call service 012/052/054. The pump powered up with two beeps, vibration, and a blank display. The pump was opened and a test display was inserted with no improvement. The slave processor was unable to be programmed via the infrared sensor. The pump was opened to find no damage to the power circuit. No evidence of moisture was found. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.